Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 40-year-old female patient who had essure (batch no. 50701927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included (methodone), naproxen, oxycodone and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("prolonged menses"), dyspareunia ("painful intercourse"), vaginal discharge ("irregular vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain;"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), migraine ("migraine headaches"), allergy to metals ("nickel allergy") and alopecia ("hair loss"). The patient was treated with surgery (had underwent bilateral tubal reanastomosis). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, allergy to metals, alopecia and vaginal discharge had resolved and the vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: beginning sometime in (B)(6) 2013, patient sought medical treatment regarding the aforementioned symptoms. Prior to (B)(6) 2015, each time she sought medical treatment. Patient has been left with abdominal deformity and severe large scarring. All her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: coils were in the proper location on (B)(6) 2013, hysterosalpingogram revealed coils were in the proper location and her fallopian tubes were bilaterally occluded. Most recent follow-up information incorporated above includes: on 12-mar-2018: pfs and medical record received: lot number and event abnormal bleeding (vaginal) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 40-year-old female patient who had essure (batch no. 50701927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included naproxen, oxycodone and paracetamol (acetaminophen). On (B)(6)2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("prolonged menses"), dyspareunia ("painful intercourse"), vaginal discharge ("irregular vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain;"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), migraine ("migraine headaches"), allergy to metals ("nickel allergy") and alopecia ("hair loss"). The patient was treated with surgery (had underwent bilateral tubal reanastomosis). Essure was removed on (B)(6)2015. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, allergy to metals, alopecia and vaginal discharge had resolved and the vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: beginning sometime in (B)(6) 2013, patient sought medical treatment regarding the aforementioned symptoms. Prior to (B)(6) 2015, each time she sought medical treatment. Patient has been left with abdominal deformity and severe large scarring. All her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: coils were in the proper location on (B)(6)2013, hysterosalpingogram revealed coils were in the proper location and her fallopian tubes were bilaterally occluded,both coils were satisfactorily placed and her tubes were blocked quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/ pain") in a (B)(6) female patient who had essure (batch no. 50701927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included naproxen, oxycodone and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In august 2013, the patient experienced menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse/ dyspareunia(painful sexual intercourse)"), vaginal discharge ("irregular vaginal discharge/ vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain;"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), migraine ("migraine headaches"), allergy to metals ("nickel allergy") and alopecia ("hair loss"). The patient was treated with surgery (had underwent bilateral tubal reanastomosis). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, allergy to metals, alopecia, vaginal discharge and vaginal haemorrhage had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: beginning sometime in august 2013, patient sought medical treatment regarding the aforementioned symptoms. Prior to december 2015, each time she sought medical treatment. Patient has been left with abdominal deformity and severe large scarring. All her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 11-sep-2013: results: coils were in the proper location and her fallopian tubes were bilaterally occluded, both coils were satisfactorily placed and her tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: pfs received. Reporter's information was added. Outcome of event abnormal bleeding(vaginal) was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain;"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), allergy to metals ("nickel allergy"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (had underwent bilateral tubal reanastomosis). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, allergy to metals, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: beginning sometime in (B)(6) 2013, patient sought medical treatment regarding the aforementioned symptoms. Prior to (B)(6) 2015, each time she sought medical treatment. Patient has been left with abdominal deformity and severe large scarring. All her symptoms have resolved and that she feels much better. Diagnostic results: on (B)(6) 2013, hysterosalpingogram revealed coils were in the proper location and her fallopian tubes were bilaterally occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.